Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: corrected fields: b5, d4, and g2 (distributor does not apply to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power does not come on occurred due to g1 board failure. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition lcd monitor¿s power did not turn on (the power lamp on the lower right was lit). The issue occurred during preparation for use for an unspecified procedure. The intended procedure was completed. However, it is unknown if it was completed with a similar device .there were no reports of patient harm.